Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of a coyote es balloon catheter with no other devices. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The shaft and balloon were microscopically examined and a 9mm longitudinal tear at the distal end of the balloon was revealed. Microscopically examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the balloon burst or reported difficulty crossing lesion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulty was encountered. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous left superficial femoral artery. Following advancement of a 6fr 45cm non-bsc introducer sheath and a non-bsc guide wire, a 2mm x 20mm x 142cm coyote¿ es balloon catheter was selected for use but was unable to cross. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.